Event description:
A hospital in the (B)(6) reported that the proximal inspiratory limb connection of an rt268 infant breathing circuit became loose while being used on a patient. A fisher & paykel healthcare (fph) representative has examined the complaint breathing circuit and has reported that once tightened the inspiratory limb connector formed a tight connection with the swivel. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Please note that the leak in the returned expiratory limb (reportable incident) was identified on (B)(4) 2012 during our investigation. Method: the complaint breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. The returned breathing circuit was visually inspected and the inspiratory and expiratory limbs were connected to the swivel and checked for tightness. The circuit was also pressure tested and was submerged in a water bath to check for any leaks. Results: visual inspection revealed no physical damage to the breathing circuit. The inspiratory and expiratory limbs formed a tight connection with the swivel and a water bath revealed no leaks at the connection. The pressure test identified that the returned circuit exhibited some leak. A water bath test revealed the leak through the formation of bubbles from holes in the expiratory limb of the returned breathing circuit. A lot check revealed no other complaints of this nature for lot number 111111 and thus not a batch related issue. Conclusion: it was identified that the leak in the rt268 breathing circuit was likely caused during the manufacturing process. All rt268 breathing circuits are pressure tested for leaks before leaving the production line and those that fail are rejected. Our user instructions that accompany the rt268 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.